Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the drill bit tip broke inside the patients bone during pelvic trauma surgery. The decision was made by the surgeon to leave drill bit tip in patient bone. No further information provided. This report is for one (1) 2.5mm drill bit/ qc/ gold/ 180mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 1 report as march 04, 2020 but should have been march 12, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot, part number: 310.23, lot number: h323752, part manufacturing date: 21 april 2017, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h323752 of 2.5 mm drill bits was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lots h277140 and h277143 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9942927 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary background: drill bit tip broke inside patients' bone during pelvic trauma surgery. Decision made by the surgeon to leave the drill bit tip in the patient's bone. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 2.5 mm drill bit/qc/gold/180 mm (p/n: 310.23, lot #: h323752) was returned and received at us cq. Upon visual inspection, the cutting edge of the device was broken at the most proximal edge of the fluted drill tip. The broken fragment was not returned and the embedded device cannot be confirmed as there were no x-rays of the device left in the patient were provided. There were scratches consistent with the device use but have no impact on the device functionality. Dimensional inspection: document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Drill bit with quick coupling: 310_19, rev. U/t the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the 2.5 mm drill bit/qc/gold/180 mm (p/n: 310.23, lot #: h323752). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.